Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred after filling with 4200mg fluorouracil in 0.9% sodium chloride solution to a total fill volume of 115ml, while the hospital pharmacy was labeling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date was between june 23, 2017 - june 27, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted traces of crystallized drug on the outer surface of the luer. A leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.